Event description:
It was reported that the brake handle on the stenoscope system came off. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The brake handle was repaired. The workstation cover and hand controller were replaced during the service call. The system was tested and found to be working as intended and put back into service.